Event description:
The customer reported the collimator closes intermittently upon boot up of the 9800 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on the power supply was adjusted. The system was tested and operates as intended. This event is a possible accidental radiation occurrence.